Event description:
Info was received that reported a pt was hospitalized in 2008 due to an incident of hyperglycemia. Reportedly, the evening of the day before, the patient had removed the battery cap from the device. They admittedly did not fully reattach the battery cap. The next morning the patient noted that the device was not running. Her blood glucose was 336 mg/dl, so she went to the ER. She was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Additional MFR narrative: customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.